Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, on (B)(6) 2020 the plaintiff underwent a medically indicated revision surgery of the right hip due to severe pain, limited mobility and elevated cobalt and chromium levels. Intra-operative findings included fluid, corrosion, and necrotic / stained tissue. During the revision surgery, the metallic cup and femoral head were explanted. The primary bhr tha right hip surgery was performed on (B)(6) 2008. The outcome of the patient is unknown.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation, a complaint history review, manufacturing record review and device labelling / IFU review, historical escalation actions review could not be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. Hemi heads and modular sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (severe pain, limited mobility and elevated cobalt and chromium levels) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.